Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with their meter readings and high blood glucose levels. The mother states the customer's meter read 426mg/dl. The mother states the device did not send alert to pump. The mother states the meter was changing on its own. The mother was assisted and transferred to bayer for meter troubleshoot.